Event description:
The customer reported via phone call that the insulin pump is showing a battery out limit and has an unresponsive keypad. The battery out limit alarm was received when they put in a battery. The customer is unable to leave the screen. The customer's blood glucose reading was unknown. It was also stated that the customer had an additional insulin pump that was not working. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.